Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 16-jul-2024. The device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and electrical test in the carto 3 system of the returned device were performed following bwi procedures. Visual inspection was performed, and a part of one of the splines was observed detached leaving internal components exposed, with evidence of stress. The device was connected to the carto 3 system and the detached splines were not displayed on the system. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The electrical issue reported by the customer was confirmed since the noise reported by the customer could be related to the spline condition. The potential cause of the detachment could be related to the excessive force during the manipulation of the device during the procedure, however, this cannot be conclusively determined. The catheter instructions for use contain (IFU) the following warning and precautions: do not introduce the catheter into a guiding sheath with the catheter¿s distal splines folded back toward the handle. Collapse the splines together using the insertion tube prior to insertion. Excessive bending or kinking of the catheter shaft or splines may damage lead wires and cause loss of electrode function. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a octaray mapping catheter for which biosense webster¿s product analysis lab (pal) observed part of one of the splines was detached leaving internal components exposed. Noise occurred on g1-2, in intracardiac only, in both carto3 and lab, when the octaray mapping catheter was inserted in left atrium (la). Replaced the cable remained the issue. Replaced the catheter improved the issue. After that, the procedure was completed with no problems. The procedure was completed without patient's consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 14-aug-2024, part of one of the splines was observed detached leaving internal components exposed, with evidence of stress. The event was originally considered non-reportable, however, bwi became aware of part of one of the splines was observed detached leaving internal components exposed on (B)(6) 2024 and have assessed this returned condition as reportable.